Manufacturer narrative:
Device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump failed audio beep test was failed. The customer's blood glucose value was unknown at the time of incident. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.